Event description:
It was reported that approximately 6 months post-implant of a bifurcated device, a suprarenal aortic extension and 5 iliac extensions, the patient presented complaining of back pain similar to his initial aortic rupture on (B)(6) 2014. The physician thought there may have been a leak coming from the iliac arteries. Arteriograms were performed; however, they could find nothing. The physician elected to implant an infrarenal aortic extension although no clear leak was noted. The patient was released. The patient came back 2 days later still complaining of back pain. The physician is looking for other answer to the reported pain; however, at this point he does not believe is related to the aorta.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of pre implant CT scan, however, based on observations 7 months post implant, product use might have been incongruent with the IFU due to bilateral iliac artery aneurysms greater than 2.3 cm in diameter. Cautionary product use conditions that might have contributed to this complaint included: bilateral calcifications and tortuosity of the iliac arteries; the urgent treatment of a ruptured aneurysm; and, concomitant use of competitor's stents within the bilateral iliac arteries. Approximately seven months post implant, there was evidence to support an unknown (type ii and/or type iii) endoleak. Even though the opinion of the surgeon favored a type ii endoleak, the patient underwent an angioplasty of all components due to the patient's urgent pain presentation. The confirmed secondary event procedure of a component angioplasty resulted in an inferior stent migration which required an additional suprarenal stent. The patient was readmitted with pain hours after the event procedure discharge. There was evidence of a persistent endoleak s/p suprarenal stent and component angioplasty, similar to the endoleak seen prior to the angioplasty. The patient was discharged the next day. Four days post event procedure, the patient was readmitted again for uncontrolled hypertension and complaints of a pain. They were treated with anti-spasmotic after a CT scan reported no evidence of an endoleak; this study was not available for review. The patient was discharged disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an unknown endoleak is identified as a contributing factor and a root cause could not be determined.